Manufacturer narrative:
A boston scientific technical services consultant suggested turning on the red alert for non-physiologic noise. The caller stated that no further testing was performed and the plan is to continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited decreasing pacing impedance measurements on the right ventricular (rv) channel. There is one measurement of 200 ohms. Sensing and threshold measurements are stable and within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system was exhibiting noise, oversensing, loss of capture, low r-wave measurements and high threshold measurements. A revision procedure was performed and this lead was found to have a fracture in the clavicle first-rib region. The lead was removed from service and replaced without further incident. No additional adverse patient effects were reported.